Event description:
On 2/11/00 the account reported a platelet result of 41 k/ul. A platelet count which was performed at another facility was 21 k/ul. The account repeated the sample and it was 20 k/ul. A corrected report was sent out. This pt has t.a.r. Syndrome and is to have a platelet transfusion when the platelet count is at 20 k/ul. The pt's platelet transfusion was delayed until 2/14/00 (over the weekend) due to the incorrect result. No injury was reported.